Event description:
The bovie pencils that are part of the plumepen elite smoke evacuators were not consistently firing - they both would start and stop on their own when the button was pressed in by drs. No harm came to the patient.